Event description:
It was reported the customer's insulin pump was not functional. The customer reported receiving a battery out limit alarm that they could not clear. Customer stated their buttons became unresponsive. Customer's blood glucose was 136 mg/dl. The customer stated the act and escape button was unresponsive to clear the alarm. Customer could not recall any significant events leading to the alarm. The customer was advised their insulin pump needed to be replaced. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected battery out limit alarms noted during testing. The insulin pump passed displacement test and off no power test. The operating currents were in specifications. The insulin pump had an intermittent button response on the esc button due to moisture damage on keypad traces noted. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.